Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, unique identifier (UDI) #), d8, g3, g4 (PMA/510(k) #) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap - lot# p4e1006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left hemicolectomy, the manual stapler was being applied to the colon when, after releasing the safety, the first squeeze of the handle worked but the second squeeze could not be performed. Another stock handle was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left hemicolectomy, the manual stapler was being applied to the colon when, after releasing the safety, the first squeeze of the handle worked but the second squeeze could not be performed, abnormal sound inside was noted. Another stock handle was used to complete the procedure. No patient complications have been reported as a result of this event.